Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/31/2023, it was reported by a sales representative via phone that an ar-4068-25tl suturelasso sd, 25° tight curve left broke at the curve when trying to insert in the joint. The case was completed using another one with a few seconds of delay in the case. All fragments were retrieved from the patient. This was discovered during a rotary cuff repair procedure on (B)(6) 2023, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or prying/leveraging the device during use.